Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required and remedial action #. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe module was involved in a suspected under infusion of an unspecified medication. Although repeatedly requested, the customer did not provide any additional information. There was patient involvement, but outcome is unknown. Bd has learned additional information. Bd clinical practice consultant (cpc) went onsite, and it was reported to them that the clinicians stated counts may be off due to documentation issues by the clinician. For example, if using a 20ml syringe they would put 20ml on their flow sheet, but the syringe read 19.7ml at start-up. Then they would document every hour, but they would document ¿1ml¿ even if it was actually 1.3ml because they did not assess the pump exactly an hour after the last assessment. One clinician also stated they have to stop the infusion for medication administration and that maybe the clinicians are not ¿doing the right math¿. The nicu uses syringe pumps in a lock box instead of pca pumps, they ¿don¿t usually use pca pumps¿. Cpc discussed additional potential contributing factors related to issues, e.g. Something erroneously enlarging the syringe like thick labels or added components. Clinicians stated there is no added connector on the syringe, labels for narcotics are bigger and there may be variance in how clinicians are applying them (e.g. Wrapping them around the syringe). Cpc confirmed kvo is disabled in the configs for syringe modules and priming is enabled. Clinicians confirm the bd plastipak for their 50/60ml syringe, and it is the first entry after syringe loading, but it is noted that monoject 60ml, astrazeneca 50ml and ivac 50ml also populate, and nicu does not use these syringes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module was involved in a suspected under infusion of an unspecified medication. Although repeatedly requested, the customer did not provide any additional information. There was patient involvement but outcome is unknown.

Manufacturer narrative:
Omit: a0509 - physical resistance / sticking (2578/1597), a0401 - break (1069), g04091 - mount, c16 - manufacturing process problem identified, d03 - cause traced to manufacturing, remedial action # (z-0322-2018). Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, d and g codes and manufacturer narrative. Investigation summary: the complaint of a syringe module sn (B)(6) under infusion was not confirmed through log review or reproduced through testing. Laboratory testing found the device to be operating in specification external and internal inspection of the device showed incidental findings only with no relation to the reported complaint. Review of the syringe module event log showed on 08 october 2023, syringe module sn (B)(6) successfully completed a programmed infusion of an unknown medication from a bd 50ml syringe at a rate of 1.69 ml/hr before being selected and programmed additional volume (3.38 ml) to infuse. Approximately thirty (30) minutes after the start of infusion, the syringe module alarmed check syringe and clamp open. Review of the logs could not determine the volume in the syringe at the end of infusion. Review of the syringe module error log showed no errors were recorded on the reported event date. The event pcu and its associated logs were not returned for investigation; therefore, some programming parameters could not be confirmed. The complaint of a syringe module sn (B)(6) under infusion was not confirmed through log review or reproduced during laboratory testing. Laboratory testing found the device to be operating within specification. External and internal inspection of the device showed incidental findings only with no relation to the reported complaint. Review of the syringe module event log showed on (B)(6) 2023, syringe module sn (B)(6) successfully completed a programmed infusion of an unknown medication from a bd 50ml syringe at a rate of 2.496 ml/hr before being selected and programmed additional volume (5 ml) to infuse. Approximately thirty-seven (37) minutes after the start of infusion, the syringe module alarmed check syringe and clamp open. Review of the logs could not determine the volume in the syringe at the end of infusion. Review of the syringe module error log showed no errors were recorded on the reported event date. The event pcu and its associated logs were not returned for investigation; therefore, some programming parameters could not be confirmed. It is recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates. Ensure that the displayed syringe manufacturer and syringe size correctly identify the installed syringe. Mismatches might cause an under-infusion or over-infusion to the patient that could result in serious injury and/or death. Use of unapproved syringes can cause improper instrument operation, inaccurate fluid delivery or pressure sensing, or other potential hazards. Inspection and testing of the event syringe and administration set could not be performed because they were not returned for investigation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of syringe module sn (B)(6) under infusion was not identified. In the as-received condition, laboratory testing showed the syringe module was operating within specification. The root cause of the complaint of syringe module sn (B)(6) under infusion was not identified. In the as-received condition, laboratory testing showed the syringe module was operating within specification. Note that this report lists imdrf annex a1801, a040502, a040601, g02017, g04037, g04061, c06, c07, c0601, d01, d02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe module was involved in a suspected under infusion of an unspecified medication. Although repeatedly requested, the customer did not provide any additional information. There was patient involvement, but outcome is unknown. Bd has learned additional information. Bd clinical practice consultant (cpc) went onsite, and it was reported to them that the clinicians stated counts may be off due to documentation issues by the clinician. For example, if using a 20ml syringe they would put 20ml on their flow sheet, but the syringe read 19.7ml at start-up. Then they would document every hour, but they would document ¿1ml¿ even if it was actually 1.3ml because they did not assess the pump exactly an hour after the last assessment. One clinician also stated they have to stop the infusion for medication administration and that maybe the clinicians are not ¿doing the right math¿. The nicu uses syringe pumps in a lock box instead of pca pumps, they ¿don¿t usually use pca pumps¿. Cpc discussed additional potential contributing factors related to issues, e.g. Something erroneously enlarging the syringe like thick labels or added components. Clinicians stated there is no added connector on the syringe, labels for narcotics are bigger and there may be variance in how clinicians are applying them (e.g. Wrapping them around the syringe). Cpc confirmed kvo is disabled in the configs for syringe modules and priming is enabled. Clinicians confirm the bd plastipak for their 50/60ml syringe, and it is the first entry after syringe loading, but it is noted that monoject 60ml, astrazeneca 50ml and ivac 50ml also populate, and nicu does not use these syringes.